Manufacturer narrative:
The baxter technician found the sidecomm cable needed to be replaced. It is necessary for the progressa bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Examine and test the communication junction box. Make sure the sidecom communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the sidecomm cable to resolve the reported event. Based on this information, no further action is required.

Event description:
On (B)(6) 2025, a customer contacted technical service to report that progressa frame (product code: p7500a002078, serial number: (B)(6), had bed exit alarm not sounding at nurse's station. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.